Event description:
Reporter alleged that the customer was unresponsive on two separate days when she tried to test him and the advantage meter only produced an error each time. Reporter called the emts each time, they obtained a result of 32 mg/dl each time, and treated the customer each time. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.